Event description:
The customer reported that upon removing the pad following a lap ventral hernia procedure, there was the appearance of what the circulating nurse described as a 3cm burn at the pad site. The burn was described as having a red/purple color. It was assumed to be superficial and treated with ointment and a dressing. Two days post-op, there was a note in the patient's chart indicating the area under the pad looks like a bruise. The pad had been placed on the patient's upper right outer thigh. The incident pad was discarded and is not available for evaluation.

Manufacturer narrative:
(B)(4). The site reported the incident sample was discarded and is not available for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.